Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. Access was obtained through the radial artery. The de novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery with a significant bend of 45 to 90 degrees. The physician encountered resistance during insertion of the 2.0x15mm maverick 2 balloon catheter for pre-dilation but was able to advance the device to the lesion. The balloon was then inflated to 10atms and ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick 2 balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. Access was obtained through the radial artery. The de novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery with a significant bend of 45 to 90 degrees. The physician encountered resistance during insertion of the 2.0x15mm maverick 2 balloon catheter for pre-dilation but was able to advance the device to the lesion. The balloon was then inflated to 10atms and ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick 2 balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The balloon had a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal markerband. The inner shaft was kinked at 2mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).